Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. Based on the available information, excessive force was applied to the area which resulted in a deformity. The instructions for use (IFU) provides the following guidelines: do not apply excessive force to the camera control unit and / or other instruments connected otherwise, damage and / or malfunction can occur.

Manufacturer narrative:
The device evaluation also found the u board connector for the maj-1951 sdi cable 2.5m was damaged from excessive force, resulting in no communication. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The visera 4k ultra high-definition (uhd) camera control unit was returned to the olympus service center with no reported allegation of a malfunction. During the evaluation, the service center identified that there was no signal from the serial digital interface (sdi) 1 output. There was no reported patient involvement.